Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet following recent reinitiation of therapy, with a recorded glucose of 57 mg/dl upon waking and residual insulin of (B)(4) units in the cartridge; the user attributed the event to possible algorithm disruption after a prolonged period off therapy and requested a factory reset, and troubleshooting and education were provided. Symptoms included asymptomatic low glucose. Outcomes included self-treatment with 10 ounces of apple juice, resolution with rising glucose, no need for assistance, and no medical intervention. Investigation included technical support review, user interview, and troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear and no adverse long-term sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.